Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser s6 catheter was returned and evaluated. During visual inspection a detached core wire and tear in the outer shaft were noted approximately 0.5 cm from the distal tip. Therefore, the investigation can be confirmed for detachment and torn material. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2020).

Event description:
It was reported that during preparation for a recanalization catheter procedure, the catheter tip allegedly appeared to be deformed. It was further reported that another recanalization catheter was used to complete the procedure. There was no patient contact.